Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: l030003. Hours of operation: 8651. Further information: n/a. Investigation results: history inspection: the user stated that the device administered the drug within 12 hours and the infusion was to last hours. The device history files were read and analyzed. (B)(6) 2024 06:24 the infusion was started at a rate of 2.1 ml/h. By 2:07 p.m. 8x bolus was performed - which is the reason for the earlier administration of the drug. Error 1111 occurred several times. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device was clean and no visible damage was found. Functional inspection: a functional test was performed. The device passes the selftest. Ops 50ml syringe was selected and used, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. The process was repeated few times. The battery is more than 4 years old. The device fails the battery test. Personal inspection: the syringe emptying time was tested at different speeds with no irregularities were found. Disassembling: the device was disassembled and the inside was investigated. Inside the device was dirty with liquids and no visible damage was found inside the device found inside the device. Pressure inspection: the electronic pressure cutoff and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 4.1 the complaint could not be confirmed. To sum up all the tests, the device works properly and no infusion abnormalities were detected.

Event description:
Accoridng to the event description: the pump delivered the drug faster then it was supposted to (instead of 24 hour it delivered the drug in 12 hours). No patient complications were reported as a result of this event.